Event description:
It was reported that the patient¿s system was explanted due to presumed epidural abscess. It was noted that cultures were taken at the time of the explant. It was noted that an MRI was performed. It was further noted that the patient had an increase in the white blood cell count at the device pocket and the lead location. There was no suspicion of product defect.

Manufacturer narrative:
(B)(4).